Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported the patient's ipg became inoperable following an unrelated surgery since the ipg was not placed in surgery mode. As such surgical intervention is pending to address the issue at a later date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.